Manufacturer narrative:
Continuation of d10:  product ID accutrak dcs (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted via the left subclavian artery, with temporary pacing wire fixation in the right ventricular apex and pre-implant dilatation was performed using an 18 millimeter balloon. During the procedure, a dislodge occurred, resulting in severe aortic regurgitation, and paravalvular leak (pvl), as well as transient mitral valve regurgitation that resolved after the valve was implanted. Subsequently, a second valve was implanted in a valve-in-valve configuration with higher placement, which eliminated visible aortic regurgitation and no significant mitral regurgitation was noted. Approximately 11 years following the implant of the second valve, the patient experienced several episodes of cardiac "asthmas" and was admitted to the hospital due to severe aortic regurgitation, with suspicion of a torn valve leaflet.

Event description:
It was reported that a transcatheter aortic valve was implanted via the left subclavian artery, with temporary pacing wire fixation in the right ventricular apex and pre-implant dilatation was performed using an 18 millimeter balloon. During the procedure, a dislodge occurred, resulting in severe aortic regurgitation, and paravalvular leak (pvl), as well as transient mitral valve regurgitation that resolved after the valve was implanted. Subsequently, a second valve was implanted in a valve-in-valve configuration with higher placement, which eliminated visible aortic regurgitation and no significant mitral regurgitation was noted.  Approximately 11 years following the implant of the second valve, the patient experienced several episodes of cardiac "asthmas" and was admitted to the hospital due to severe aortic regurgitation, with suspicion of a torn valve leaflet. Additional information was received that during the initial implant procedure the valve dislodged towards the left ventricular outflow tract (lvot) which was speculated may have been due to the raphe that was in the way but there was no clear reason for the dislodgement. Severe pvl was observed leaking over the skirt because of the dislodgement. The severity of mitral regurgitation was not known. The cardiac asthmas referred to episodes of coughing and shortness of breath caused by left-sided heart failure. The aortic regurgitation observed with the second implanted valve was central and the patient was treated successfully with the implant of a non-medtronic transcatheter valve approximately 11 years and 2 months post-implant.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.